Manufacturer narrative:
Upon receipt, performance testing was conducted. The testing concluded that the meter performed as designed and that it met all performance specs - the complaint could not be repeated. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that she received a fasting reading of 258mg/dl in the morning, so she called the paramedics. When they arrived, they received a reading of 87mg/dl. The pt later went to her dr who received a reading of about 70mg/dl and later received a reading from ER meter of 17mg/dl followed by a reading of "hi". A review of the system was conducted over the phone. This review indicated that the customer had used the control solution to "clean" the meter and that she was trying to place blood on the bottom of the reagent strip instead of the tip of the reagent strip. The customer was asked to return the meter for further testing and a replacement was provided and add'l training was given to the customer over the phone. The customer was invited to call 24/7 with future questions/concerns.